Manufacturer narrative:
The returned data logs indicated the purge pressure showed normal fluctuations until it exhibited a sudden, sharp increase on (B)(6) 2021. Subsequently, the motor current began to rise and a pump stop occurred. The returned product showed blood in the purge filter, indicative of blood ingress. Thus, the root cause of the pump stop is due to blood ingress as a result of a purge line kink which was not addressed. D device returned to manufacturer is actually 30-jul-2021 not 30-jun-2021 which was initially reported.

Manufacturer narrative:
The impella 5.5 pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) female patient had impella 5.5 pump inserted. The pump stopped and the patient was rapidly brought to the operating room (or) for a 5.5 pump change out.